Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite and evaluated the device. The user interface module assembly was replaced. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. The vyaire failure analysis laboratory received the user interface module assembly and performed a failure investigation. The reported issue was duplicated and was isolated to end of life battery coin. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the screen on the avea ventilator was blank.